Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing site: (B)(4), release to warehouse date: 16 jun2021, expiration date: 01 jun2031, supplier: (B)(4), a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.210.120, non-sterile lot # 172p316, manufacturing location: (B)(4), manufacturing date: 25-may-2021, part number: 04.210.120, 2.4mm ti va locking screw stardrive 20mm, lot number: 172p316 (non-sterile), lot quantity: (B)(4), production order traveler met all inspection acceptance criteria. Inspection sheet, mill shaft threads / head thread / flute, ns069869 rev h met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: part number: 04.211.020.999 2.8mm ti screw blank 20mm 02.7 variable angle w/sd8, lot number: 101p321, lot quantity: (B)(4), production order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank / inspect turn head and point, ns072130 rev d met all inspection acceptance criteria. Part number: 23032, tialnbci2.78 lot number: 3l31816 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) company dated 10-may-2019 was reviewed and determined to be conforming. Lot summary report dated 24-may-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review - this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient had been injured for two weeks, underwent the open reduction internal fixation surgery for distal radius fracture with the rocking screw in question. When the doctor was performing reduction with a condylar stabilizing (cs) method after distal fixation, the screw broke off and was removed. No fragments remained in the body. The surgeon did the reduction again and completed the plate implant. Proceudre was completed successfully with thirty(30)minutes delay. Concomitant devices reported: unk - plates: trauma(part# unknown, lot# unknown, qty unknown). This report is for one (1) 2.4mm ti va locking screw stardrive 20mm. This is report 2 of 3 for complaint (B)(4).